Event description:
Information received by medtronic indicated that the customer had hypoglycemia along with  sensor glucose vs blood glucose value difference along with change sensor alert. Customer reported sensor glucose readings were high when using meter. Customer reported sensor glucose value was 242 mg/dl. The blood glucose value was 44 mg/dl. The blood glucose value during time of call was 281 mg/dl. Customer was treated with food and tablets. Customer mentioned that the insulin delivery was not suspended. No further patient complications were reported. Troubleshooting was performed, customer reported it was unknown if the customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was active at the time of low blood glucose event.  The customer will discontinue use of the device. The device will not be returned for analysis. Ozp mmt-7020 snsr, unomed set, frn-mmt-332-rsvrupdated summary:the event involved product(s) mmt-7020la. During troubleshooting, it was explained to customer the sensor may have no longer been responding to glucose changes and possible causes. No product return is expected for mmt-7020la.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.